Event description:
At initiation of hemodialysis treatment staff noticed a crack in the fistula needle luer connector. Due to potential for contamination, blood volume in the blood tubing and dialyzer were discarded resulting in ebl = 250cc. No pt injury or medical intervention are reported. MDR is filed for blood loss only.